Event description:
Dr observed broken catheter during unrelated reading of chart x-ray. Removal of catheter was removed without incident. Pt was then transferred to surgery where the subcutaneous port was removed. No complications observed.